Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed, an e101 error was discovered during the device evaluation due to a fan malfunction. The fan was not properly rotating. Additionally, the output connector was worn out, causing a slow connection. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus visera elite xenon light source due to an unspecified error code displaying. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was confirmed that the unit was presenting an e101 fan error. This report is being submitted to capture the confirmed e101 error found during the device evaluation.

Event description:
Additional information was received confirming that this event took place during a diagnostic procedure. According to the initial reporter, the subject device was not inspected prior to use. No additional interventions were needed as a result of this event. The procedure was able to be completed without any patient injury using the subject device, though it did take a longer amount of time to complete (specifics not provided).

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the cause of the phenomenon e101 was due to a failure of the cooling fan. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.